Manufacturer narrative:
1. Complaint description: the tip fell off in the patient and was retrieved. 2. Investigation and analysis: 2.1 we checked the inspection records of the clip raw materials of lot m200825231, which were qualified. At the same time, we checked the production records. No abnormality was found. 2.2 according to the picture provided by the customer, the clip has fallen off . Combined with the historical complaint information, we conducted the following analysis: a. After the operator picks up the tissue, as the clip grips the tissue wrapped by the inflammatory scar, the clip may fall off after the clip is released normally. (References: author: qin chuanqi li zhengwen lu huangyong yan denghua, clinical analysis of 30 cases of peptic ulcer bleeding treated by gastroscopy titanium clip, article ID: 1004-0188 (2011) 07-0745-02 mentioned that "the periarticular hemorrhage surrounding tissue is hard or brittle, and arterial hemorrhage larger than 3 mm in diameter is not suitable for metal hemostasis.) B. The operator quickly releases the clip after picking up the tissue, because the action is too fast. At this time, the hook at the bottom of the clip has not completely hooked the clamp platform, and the clip has been released normally. (References: author: yang wei wu yilong , report of 2 cases of gastrointestinal bleeding caused by titanium clip shedding, article ID:1673-6575 (2011) 03-0272-02 also mentioned that "the speed of the personnel is not well controlled when the clip is closed, and the titanium clip cannot be completely self-locking. ) c. When the operator picks up the tissue, the clip is taken in a depth that is only on the surface of the tissue due to the improper orientation or angle of the gripping, which is likely to cause shedding.(references: author: qin chuanqi li zhengwen lu huangyong yan denghua, clinical analysis of 30 cases of peptic ulcer bleeding treated by gastroscopy titanium clip, article ID: the angle problem of the clip is also mentioned in 1004-0188 (2011) 07-0745-02.) We analyze the possible causes as follows. If the operator clamps the tissue wrapped by the inflammatory scar, or the tissue is hard or brittle, or pulls the tissue and releases the clip too fast, so that the hook at the bottom of the clip has not been completely hooked on the clamping platform, then it has been released normally at this time, or the direction or angle of the gripping is not suitable when the tissue is gripped, and the clip is gripped only at the surface of the tissue, causing the clip to fall off after being released. Since the customer did not have more detailed clinical information, we have analyzed the possible causes of the clip falling off during the use of the clip, thers is no corrective and preventive actions needed for the time being. We will continue to pay attention to this issue and ensure the patient safety.

Manufacturer narrative:
Micro-tech has not received the complaint device now. But, micro-tech will try to get more information from the customer to analyze this complaint. The complaint investigation is still ongoing. A follow-up report will be filed following the completion of the complaint investigation.

Event description:
On 02/25/2021, we found an alleged complaint regarding device dc0235w through maude by our distributor conmed. Report number: 3007216334-2021-00049. It was reported that tip fell off in scope during surgery. The date of event is (B)(6) 2020 and that this occurred during use. The unknown type of procedure was completed. There was no injury reported.